Manufacturer narrative:
Brake cam

Event description:
It was reported by service report that the customer alleged that the brakes would not hold. Upon inspection of the unit by the service technician, it was identified that the brake cams were worn resulting in the brakes not able to fully engage.